Manufacturer narrative:
Siemens reviewed the data provided by the customer. The system in question was found to be performing as intended. All active sensors including the k+ sensor showed normal performance. The aqc data from the k+ sensor was centered across all analyte levels and showed no trending for lower recoveries. Root cause was unable to be determined due to insufficient information on the sample in question. In addition, it was indicated by the customer that the patient had passed, however upon further questioning, the customer clarified that the death was unrelated to the rp500. The customer did not allege the rp500 issue caused or contributed to the death.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The clinical impact assessment of this complaint concluded that although the patient has passed since this event, it is noted that this event did not lead to patient's harm. The worst-case severity is transient, self-limiting illness or injury (minor) for erroneously depressed potassium results if the erroneous result is below the reference interval when truly within the reference interval, as this may lead to potential unnecessary intervention. Intervention, if warranted, is well tolerated clinically and followed closely with additional monitoring post- intervention. The cause or date of death is unknown (not provided by the customer) and there is no indication that the questioned result caused or could have caused or contributed to the death. This MDR is filed in abundance of caution due information from the customer stating that the patient is deceased.

Event description:
The customer reported discrepant potassium results on the rp 500 when compared to a non-siemens lab analyzer. Safety data information from the complaint states that the customer is not alleging harm to the patient due to the use of the device. The customer indicated that the patient has passed since this event.